Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl. The pump supplies were changed and a bolus of insulin was delivered to address the bg level. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and was discharged the next day. The high bg and dka were resolved. The customer stated that the high bg was not related to the pump or supplies; however, a cause was not reported.